Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The patient was doing well postoperatively. Additional information was received that the reason for lead replacement was due to the leads not being in a desirable location for the patients specific pain pattern. No device malfunction was suspected, the explanted leads will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105160.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The patient was doing well postoperatively.